Event description:
Patient reported the spouse attempted to wake patient in 2005 but patient was unresponsive. Patient's blood glucose did not register on their meter. Paramedics were called and the spouse indicated they believed they measured patient's blood glucose on the way to the hospital to be 40 mg/dl. Patient was admitted to the hospital and treated with a dextrose IV solution. Patient was released approximately 5 hours later. Patient switched to backup device when patient arrived back home. Patient indicated that their adapter and piston rod have been in use for over 1 year, which is longer than recommended. Patient's current condition is fine.